Event description:
The hospital reported the patient had undergone a procedure. After discharge, the patient called the physician's office complaining of "abdominal pain, cramping and rectal bleeding". The following day the patient was examined and the physician found inflammation. The patient was sent home and instructed to intake plenty of fluids for two to three days.